Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional device referenced is filed under a separate medwatch report number.

Event description:
This is being filed to report the clip detaching from one leaflet requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced and the leaflets grasped. It was noted the posterior gripper did not lower immediately, after several maneuvers, the gripper arm was lowered and the clip was able to be deployed. A second cds was advanced and placed on the mitral valve although imaging was difficult due to the shadow from the steerable guide catheter (sgc). After deployment of the second clip, it detached from the anterior leaflet (single leaflet device attachment (slda)). A third clip was implanted to stabilize the slda clip, reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify a lot specific issue. Based on the information, a cause for the reported slda could not be determined. The reported unexpected medical intervention (additional mitraclip same procedure) was a result of case specific circumstances as an additional clip was implanted to stabilize the slda clip. There is no indication of a product issue with respect to manufacture, design or labeling.